Event description:
Additional information received reported that the patient's battery was dead and it needed to be replaced. This had not been done, so her issue was not resolved.

Event description:
It was reported that the patient wasn¿t sure if their stimulator died or their remote quit. It was noted the patient hadn¿t touched their battery in months. The patient all of a sudden had a severe increase of a worm feeling and pain in the foot the battery went to. The patient changed batteries in the remote and it wasn¿t doing anything. It was later reported the patient was unable to adjust stimulation. The switch position and status lights were assessed. The patient was walked through the self-test with the patient programmer (pp) and it passed the test and was working as intended. The patient thought her battery was dead and she hadn¿t done anything to it since 2006 which she was when it was implanted. It was also the last time she saw a manufacturer¿s representative (rep). The last time she felt stimulation was right before (B)(6) 2014 and right before then she was getting a terrible wormy feeling in her foot. It was noted she had reflex sympathetic dystrophy (rsd) and the wormy feeling was in her left foot and felt like there were worms crawling in her foot. The patient saw a healthcare provider (hcp) a couple of weeks ago who suggested that she have someone checked it. It was ¿like the beginning of december¿ that the funny feeling changed that the patient normally had in her foot. It was noted she only turned stimulation on and off when she went in to a store otherwise she didn¿t touch it; she couldn¿t recall the last time she turned off stimulation. The patient has had the low constant stimulation feeling and leaves it and that is why she felt the battery wasn¿t working. The patient was scheduled to see their healthcare provider (hcp) in the beginning of (B)(6) and was going to talk with them about the next steps. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 748966, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3987a, lot# lc3108, implanted: (B)(6) 2006, product type: lead. (B)(4).